Manufacturer narrative:
The device was not explanted. The manufacturing records were reviewed and no non-conformities were found.

Event description:
It was reported to nevro that a week after the implant procedure the patient was admitted to the ER for nausea and vomiting. The patient also reported weakness in one leg. The stimulation was turned off. The patient has since followed-up with her doctor and there have been no reports of further complications regarding this event.